Event description:
Adverse event(s): "no surgery in progress" (no consequences or impact to pt). Product problem(s): "wavecard could not be read" (computer software issue). An ophthalmic technician reports that the wavecard could not be read by the system. There was no surgery in progress and the event did not cause any delay to any of the cases. The user quickly replaced the unreadable card with a different one and there were no other issues. No further info was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).